Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). Event occured on 5/16/24, 5/25/24 and 5/28/24. It was reported by the patient that 3 infusion set fell off within 1 day and half on 5/16, 2 days on 5/25, and a few hours on 5/28 of use. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 12190- device 3 of 3.